Manufacturer narrative:
The device was returned to olympus for evaluation. The device was visually inspected and found outer tube was bent and excessive debris underneath the cover glass on eye cup. The instruction manual for use states "inspect the entire surface of the scope for dents, protrusions, or other irregularities. Feel the entire shaft with fingers, checking for irregularities. Do not use if damage is found." And "examine the scope for optical clarity by looking through the lens while viewing a white paper with writing, held about 1 cm from the distal tip of the scope. Check that the visual field is clear. If necessary, clean the outside of the proximal and distal lenses with a protein-dissolving cleaner and then wipe with a lint-free applicator saturated with 70% isopropyl alcohol. Do not use if visibility remains distorted or cloudy after cleaning. " the device was serviced and returned to user facility.

Event description:
It was reported to olympus that when the scope was bent the image was no longer seen.

Event description:
The user facility reported that the procedure was completed with same device prior to reprocessing. There was a brief 5 minute delay. No patient injury or harm. Patient is doing fine. Device was inspected prior to use.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the user facility.